Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the account manager called in reference an event involving a capsule. The patient vomited the capsule and as reported only half of the capsule came back up. At the time of the call, the account manager did not know whether or not an x-ray had been performed to determine whether or not the other part of the capsule was still in the patient. The patient is a teenager with chronic dyspepsia. A capsule was placed due to evacuate acidic reflux as the cause. The physician performed an endoscopy prior to the procedure and the esophagus appeared normal. The procedure went along with no issues and the equipment was working fine. A few days after the placing the capsule, the patient began to complain of nausea and vomiting and the patient reported coughing up pieces of the capsule. Parts of the capsule were returned to the office. The physician did not see the capsule but his staff reported that it was "pieces of the capsule". The physician planned an x-ray in the next 24 hours to confirm no additional pieces of the capsule has been retained. Medical affairs followed-up with the treating physician regarding outcome of the x-ray. Medical affairs expressed concern about the capsule not being intact. Retention of the battery or other previously internal capsule components that pose an increased risk for perforation if the capsule is not removed. Medical affairs also noted it would be important to confirm the absence of all capsule components prior to the MRI. Several attempts were made to contact the physician regarding the results of the x-ray but they were not able to confirm.